Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the cgm was reading 66 mg/dl and the bg meter was reading 111 mg/dl. The patient was nervous and had tachycardia when he noticed his cgm value. The patient called for an ambulance and was transported to the emergency room (ER). At the emergency room, the patient¿s heart rate was 185 and he was treated with an unspecified injection. The hospital staff could not determine if the patient¿s tachycardia was due to the cgm inaccuracy or not. The patient¿s bg meter reading was rechecked and found to be 233 mg/dl while the cgm was reading 150 mg/dl. The patient was discharged home after approximately 1.5 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At hospital, the patient's blood sugar was checked, and it was reported to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).